Event description:
On december 06, 2016, the manufacturer was notified of the following: an obese female patient was received a perceval valve implantation. On the intra-operative tee a mild regurgitation was seen. On the 6th postoperative day, the tte showed moderate central and paravalvular leak. The tee demonstrated a significant paravalvular leak near the right side of non-coronary cusp. During operation, the valve was observed to be in site, but a paravalvular leak area could be revealed in non cusp, rather near the non and right commissure. After release and removal of the perceval valve an imbrication could be seen on the valve, and the circular shape of the normal deployed valve disappeared. Another conventional valve was implanted.

Manufacturer narrative:
Device availability, initial MDR omitted the date of return of the device, jan 4, 2017. Gross exam was completed jan 10, 2017. Visual exam was performed on jan 12, 2017. According to the procedure (current revison), the inspection was done with the procedure considering the new seam stent/ pericardium - white stitching. The free margin was ok. The leaflet are above the profile of the template: acceptable according to the procedure (current revision). Irregular ¿shaped valve. There were no other defects. The non circularity observed on the inflow side is reasonably related to a kinked geometry of the inflow crown of the nitinol structure between the I and ii posts, in correspondence to the leaflet #3. Bump in the leaflet #3 is a reasonable consequence of the deformation occurred on the inflow crown. Leatlet #1 appeared short, but after the verification with the template resulted acceptable. The reason of the apparent shortness of the leaflet could be related, also in this case, to the occurred deformation. The pericardium ring (sealing collar / skirt) resulted folded down in correspondence to the iii post while it resulted regular in correspondence to the posts I and ii. It is not possible to define whether the observed feature can be positioning / implantation related aspect or a pre-existing deformation. In this second case the above described feature is not in compliance with the (B)(4) rev. K ¿photographic atlas for tissue valve¿.

Manufacturer narrative:
The returned valve was received in the provided plastic jar in general good conditions. After decontamination, the performed visual inspection has shown the irregular shape of the valve and in particular has highlighted the non circularity of the inflow side where a flat area and a bump on the leaflet are visible. The above mentioned bump is of clearer detection on the outflow side. These aspects can be reasonably correlated to a kinking occurred in the area correspondent to the inflow crown of the nitinol structure between the I and ii posts, causing a permanent deformation to the pericardium tissue. The deployment simulation on the silicon aortic root size #21 showed a normal behavior of the valve except the flat area already previously identified. The release on #19 showed a deformed geometry of the leaflet on the outflow side in correspondence of a kinked area. The not perfect circularity observed at the explant is consistent with the shape documented at the preliminary incoming inspection (gross examination) corresponding to the area where the kinking occurred when the valve was deployed on the minimum diameter per IFU. The observed and reproduced deformation on the inflow ring, is reasonably the cause of the reported event of paravalvular leak. Based on the event information and performed analysis is not possible to determine the cause producing the stent invagination and the time when it occurred. Patient annulus anatomy could have played a key role on the kinking behavior leading to a consequent paravalvular leak. The results of the document review for the perceval valve pvs 21/s ¿ sn (B)(4) confirmed that the device satisfied all material, dimensional and performance standards required for a perceval valve size 21/s at the time of manufacture and release, including a function test performed on dec 2, 2015. Final comments: review of the data filed in the device history record confirmed that the returned valve satisfied all material, dimensional, and performance standards required for perceval size 21/s ¿ aortic heart valve sn (B)(4) at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. The reproduced stent invagination may be the cause of the observed paravalvular leak.